Event description:
During surgery, the connector developed a leak. The leak occurred between the stainless steel and the plastic, apparently due to a lack of bonding material at this site. Approximately one liter of blood was reportedly lost as a result of this leak. No pt injury has been reported as a result of this incident.